Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, it was determined that device had error message problem with order amount or unit. A technical support specialist (tss) dialed into the server, logged into the pes site and found the error on the device: ¿problem with order amount or unit¿. Then, the tss advised the customer that the formulary setting ¿use dispense amount¿ had to be manually enabled for medications to dispense. Then the tss instructed customer to enable the facility-level setting "remove order with undetermined dose" and the tss confirmed that the orders were working with no errors. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed when they tried to pull medication that there were incorrect units. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server user informed when they tried to pull medication that there were incorrect units. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.